Event description:
It was reported that a pocket revision was performed due to a hematoma. Patient condition was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.